Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately october of 2021 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7071759.

Event description:
The patient underwent an explant procedure wherein all device components were removed due to inadequate stimulation. The patient was doing well. The explanted device will not be return.